Manufacturer narrative:
Device code 419 relates to 1354 for the reported event of balloon leak. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information was received on (B)(4) 2011 reporting it is unknown whether the balloon burst; it is only known that the balloon would not fully inflate. It was confirmed that no pieces of the balloon detached inside the patient. The procedure was completed with a basket to crush the stones.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a hurricane rx biliary dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, a leak was noted in the balloon material when the balloon was attempted to be inflated at the target lesion in the common bile duct. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(4) 2011 that a hurricane rx biliary dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, a leak was noted in the balloon material when the balloon was attempted to be inflated at the target lesion in the common bile duct. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.